Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient felt discomfort and went to the clinic. The patient's device had a reset triggered by device lock up. The device was reprogrammed and remains in use. The patient will be monitored. No patient complications have been reported as a result of this event.